Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a nurse to our local affiliate (B)(4). Initial and follow-up info received on (B)(6) 2009 respectively were processed together. This case involves a (B)(6) female pt who received poly-l-lactic acid therapy (sculptra) on (B)(6) 2009. Prior to receiving poly-l-lactic acid therapy, the pt underwent a skin test as she experienced a delayed allergic reaction to loranic acid in the past, where her face swelled up and she had to go to the emergency room. Concomitant medication info was not mentioned. Two weeks after poly-l-lactic acid therapy, the patient developed lumps on the temple which appeared to be "coming and going." It started with one or two, but now the patient has five on the left side of her temple, and three on the right side. Corrective treatment, if any was not reported. At the time of this report, the event remains ongoing. (B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: not provided.